Event description:
It was reported to boston scientific corporation on september 10, 2008, that a radial jaw 3 pulmonary biopsy forceps device was used in 2008. According to the complainant, the jaws of the forceps would not open during the procedure. It was further reported that the procedure was completed with another radial jaw 3 pulmonary biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.